Event description:
A report was received that the patient was admitted to the hospital, due to a pocket infection. The pocket site was flushed out and the patient was prescribed 4 weeks of antibiotics. The patient is reportedly doing well.